Manufacturer narrative:
A medtronic field service engineer went to the site and replaced the umbilical cable. This resolved the issue. System tested fully functional after part replacement. In house analysis of suspect umbilical cable as follows: confirmed complaint "broken wire" causing cable to fail both gbit and 100t tests. Open circuit caused event. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
An operating room nurse reported that the o-arm was taking grainy images while they were trying to localize the spine anatomy for a tlif. The o-arm then went into shut down mode on its own. The nurse rebooted the system, (both the o-arm and mobile viewing station mvs), and reconnected the umbilical cable. She also stated that the system had been charging over the weekend and indicated that it was getting line power and no error messages were seen. The system fully rebooted. They attempted again to take 2d images with the o-arm, but kept getting a "connected not ready status." The system would go into "standalone mode" and then back to "ready" status. At this point they removed the o-arm from around the patient and discontinued use of the o-arm and navigation. Case was completed with the use of a c-arm. This caused about a 30 minute delay in the case. No harm to patient.